Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing ongoing intermittent low blood glucose (bg) levels. The customer alleged that the pump had been delivering more insulin than being requested. Upon follow up, the customer reported to have a delayed reaction to insulin; however, was not sure the pump was functioning properly. Tandem technical support advised the customer to discuss the pump settings with a healthcare provider. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) levels below 52 mg/dl were confirmed in the pump data logs on (B)(6) 2018. Cgm alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated. The basal rates were higher at times of low bg events. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
On 04/27/2018, tandem clinical diabetes specialist reviewed pump data for (B)(6) 2018 and found that the blood glucose (bg) was approximately 80 mg/dl (target) for most of the day. The basal setting jumped to 1.5 units at 11:00am and then at 1.4 units at noon. The bg was dropping and along with a food bolus, it may have caused bg to lower. Cds observed that the current pump basal setting has been reduced.